Event description:
It was reported in an article in journal of ¿operative neurosurgery¿ titled ¿microvascular decompression for trigeminal neuralgia: the importance of a non-compressive technique - kaplan meier analysis in a consecutive of 330 patients", approximately sometime post procedure, out of three hundred and thirty patients, sixteen had burning aches persisted, forty experienced initial neuralgic pain and ten had developed recurrence of pain. However, the current status of the patient is unknown.

Manufacturer narrative:
As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of sixty six for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Marc sindou, jose m leston, evelyne decullier and francois chapuis (2008). Microvascular decompression for trigeminal neuralgia: the importance of a noncompressive technique--kaplan-meier analysis in a consecutive series of 330 patients. Neurosurgery, 63(4 suppl 2):341-50; discussion 350-1. Doi: 10.1227/01.neu.0000327022.79171.d6. The device not returned.